Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg will no longer communicate with the charging system or pt programmer. A secondary charging system and pt programmer were tried to no avail. The manufacturer has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.